Event description:
Portland orthopaedics was informed of a revision on a pt implanted with a margron-dtc hip replacement system, more than four years after implantation. Other than the need to remove the pt, no further info has been forthcoming from the initial reporter (revising surgeon). From available info, portland has been able to review the device history records for the margron-dtc stem, neck and femoral head, which were found to be completed and conforming to approved design and mfg specs.

Manufacturer narrative:
The margron-dtc system, which were apparently removed during the current event included the following components: femoral neck ca: lot#478, model 1-687-000, lot #478; cocr femoral head: model pfh0321, lot#s412. Portland received minimal info from the initial reporter (revising surgeon) for this event. The revising surgeon has not provided any specific details related to the need for removal of the implant system or the explanted devices for further analysis. At present, no conclusions can be drawn on this event. If any further relevant info becomes available, a f/u report will be submitted.